Manufacturer narrative:
Unable to concentrate.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was displaying an error 4 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018 at 10:00am. The patient manages her diabetes with oral medication, diet and exercise and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that she developed symptoms of ¿sweaty, lightheaded, double vision and couldn¿t concentrate¿, although was unable to confirm if these symptoms began before or after the alleged product issue began. The patient did not receive any medical intervention however reported that she drank some water and went for a walk. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient confirmed that the sub code displayed was 2 and the test strip completely drew in the sample. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.